Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's blood glucose was 167 mg/dl at the time of call. The customer's spouse stated that the emergency medical services were called and treated the low blood glucose with fluids and food. The customer's spouse stated that they were wearing the insulin pump during low blood glucose event. The customer's spouse stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer's spouse stated that the insulin pump was exposed to airport scanner. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy tests. No bolus anomaly or basal anomaly was noted during testing. The motor functioned properly during testing. The motor was tested outside of the device and it passed. The pump was received without the original belt clip. Unable to verify the damage to the belt clip. No damage was noted on the belt clip slot. No cosmetic damage was noted.